Event description:
On (B)(6) 2011, pt reported she had an infection a few weeks ago and went into dka. Pt reported, the infection was not due to the infusion set and was not related to her infusion sites. Pt stated, her blood glucose level was 23 mmol/l (414 mg/dl). Pt reported by the time she was admitted to the hospital and diagnosed with dka her blood glucose level was 32 mmol/l (516 mg/dl). Pt's normal blood glucose is under 6.0 mmol/l (108 mg/dl). Pt stated, she was admitted to the hospital on (B)(6) 2011 and was kept there for 4 days. Pt reported, she received an insulin drip and a drip of medicine to treat her nausea for 4 days. Pt stated she was also given potassium and amoxicillin to treat her infection. On call back on (B)(6) 2011 pt reported she does not know what caused the infection and her doctor was unable to determine the cause of the infection. Product was replaced and requested return of the alleged product for eval.